Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to multiple flipped bits. The product code could not be downloaded. After replacing the battery, normal function ensued.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced due to elective replacement indicator on (B)(6) 2013.